Event description:
Pt arrived in clinic for his outpatient appointment on (B)(6) 2015. The pt appeared pale and became unresponsive. Rapid response team provided treatment. Per pt, he received the nova max plus glucometer from rancho in (B)(6) 2015. He states the glucometer reading was showing "error for 3 days", but he did not report it to anyone. Pt did not notify rancho or call nova max customer service. He continued to give himself his insulin medication with an "error" message x3 days. On (B)(6) he had self administered 42 units of lantus and 6 units of regular insulin at around 1300 before being seen in clinic. He only had a cup of soup for lunch. Rapid response was activated and his fs result was 43mg/dl, core temperature by rectal was 91 fahrenheit. He was admitted to the ICU for further monitoring and was discharged home on (B)(6) 2015. The product used by pt at home was nova max plus. Bar code #(B)(4).